Event description:
The customer was contacted via phone call by a company representative regarding an insulin pump upgrade. The customer reported that the insulin pump alarmed motor error and has had frequent battery changes. Blood glucose value is unknown. The customer declined being transferred for troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.